Event description:
(B)(6) 2012; the patient visited the hospital for dislocation. At that time, laxity of hip joint was seen. And then, when the diagnostic imaging was performed, confirmed the reactive-tumor around the hip joint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they remain implanted. The patient has not yet been revised. Follow-up for additional event information was conducted utilizing work instruction wi-7915 appendix a; rev. C. No additional information was obtained. A search of the complaints databases finds no other reports against the provided product/lot code combinations since their release to distribution. Additionally, research indicates that several other devices from the reported lots have been delivered and are considered successfully implanted as no other reports have been received. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.